Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor position encoder error alarm. Customer attempted to change battery and received a motor error alarm. Customer's blood glucose was 172 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic field due to customer's job; drive support cap appeared normal and customer was able to rewind insulin pump, but continued to receive a motor error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the alarm history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure not detected during our testing. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.